Event description:
At implant, physician chose to do dye study to verify placement of intrathecal catheter, due to pt history of previous compression fractures. Both hipaque and onmipaque dyes were kept in the or, with hipaque labeled "not for intrathecal use." The nurse present does not remember which dye was used on the pt. Approximately three hours post study, the pt suffered seizures strong enough to cause a pelvic fracture. The pt reportedly was described as having "horrible bones", and was put in traction following the seizures. The pt was neurologically intact, with no sensory loss, and the catheter was perfectly placed.